Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was unable to perform the idle current test, self-test, off now power test, unexpected restart error test, basic occlusion test, occlusion test, priming test, no delivery test, displacement test and unable to run the current test. The low battery alarm was unable to be verified due to blank display. The insulin pump was received with stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call low battery alarm and blank display on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer had a low battery alarm and tried 4 different batteries but the issues remained. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.